Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that no readings", sensor error" or brief sensor issue was occurred. On (B)(6) 2024, it was reported that the patient experienced no readings, brief sensor issue or sensor error been displayed between 1 and 3 hours. The patient uses insulet omnipod5 in hybrid closed loop. The reported that the sensor he was wearing had a huge gap in between and would have sensor error for 2 hours. As a result, the omnipod was not running right and the glycemic state was not regulated which led to dka. The patient reportedly did not provide any information. A ts supervisor reportedly called the same day but the patient did not answer. The patient called again 2 days later asking to speak to a supervisor; however, there was no documentation of further follow up. The treatment and management of dka was not documented. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.